Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the machine showed the incorrect time. The customer reported that this malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time was ahead by approximately an hour. A technical support specialist dialed into the station, observed the device time was incorrect, and changed the time according to the customer's time zone to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.